Manufacturer narrative:
Batch review performed on 18 march 2019: lot 1211452c: (B)(4) items manufactured and released on 14-may-2018. No anomalies found related to the problem. To date, no similar event has been reported on this lot. Visual inspection performed by r&d project manager: the spring plunger is broken. It is possible this occurrence may be influenced by wear of the instrument, however this cannot be confirmed.

Event description:
During the surgery the locking ball fell out of the handle. The ball is not falling in the patient.